Manufacturer narrative:
No report of injury, procedure delay or cancellation. A steris service technician arrived onsite to inspect the surgical table and found a wire in the hand control to the leg lock micro switch to be out of place. The micro switch communicates with the floor lock feet. The technician repaired the surgical table, tested the unit and confirmed it to be operating properly. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that their hand control would not respond to commands during a patient procedure. User facility personnel utilized the auxiliary override systems and the patient procedure was completed successfully.